Event description:
It was reported that the main cable on the 9600+ system has an intermittent problem. It was also mentioned that the touch screen has a problem. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cable malfunction was verified. Repair completed on one of the pins in the lemo connector. Clarified for customer that the system does not have touch screen capabilities, by design. The system was tested and found to be working as intended and placed back into service.